Manufacturer narrative:
Exact date unknown, event occurred in march 2023. Explant date: procedure happened (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 17396035/17736345/17736345/18141271.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure. No device malfunction suspected. The explanted device components will not be returned.